Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during pre-op setup, upon system initiation, the navigation system screen presented a black screen with a no input message. The navigation system was replaced with other system. The main cart monitor was misconfigured. The monitor¿s settings menu was found to have no password and the video output settings were incorrect. There was no patient involvement.

Manufacturer narrative:
H3, h6: multiple fdd/annex a codes were reported. A0902 was coded for system screen presented a black screen, monitor¿s settings menu was found to have no password and the video output settings were incorrect. A1102 was coded for no input message. The system was serviced in the field by a medtronic representative. The monitor setup was completed and the menu password was enabled. The system checkout was performed and all tests passed. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.